Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported there was no effect so the patient explanted their full set of device. It was noted there was not more than (B)(6) symptom reduction. It was unknown what troubleshooting had been performed and the cause remained unknown. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight, what action s/interventions were performed prior to the explant, the patient's current status, and if the patient ever received a therapeutic effect were unknown. No further complications were reported/anticipated.